Manufacturer narrative:
Sample is requested for further information.

Event description:
At the end of injection process, the needle did not retract. After manipulation of the syringe after the process, the needle retracted. We did not take any pictures of the material at the time, as we didn't have this form at the time and were not aware of the necessity of photos.